Event description:
It was reported that an ilet user experienced an absence of glucose readings from a connected dexcom g7 sensor, with the ilet displaying a connected sensor and no alerts recorded; the user was not experiencing rapid glucose changes, and readings resumed after the ilet was restarted. No adverse clinical effects were reported. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. User support included guided troubleshooting and device restart, as well as review of device history for alerts. Investigation of this case revealed a transient loss of communication between the ilet and the dexcom g7 integration without evidence of sensor failure or persistent device malfunction, which resolved after a device restart. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication or software-related interruption that self-resolved with a reboot.